Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, the set screw was loose, and as a result, fell out of ipg prior to implanting the device into patient. The ipg was replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.